Event description:
The patient was referred for vns generator replacement surgery due to end of service and generator migration. The patient's mother believes the migration is due to the patient's weight loss, and the surgery is for patient comfort. No additional relevant information has been received from the physician to date. No known relevant surgical intervention has occurred to date. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR?: device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
The patient underwent generator replacement due to battery depletion. The explanted generator was discarded during surgery. No additional relevant information has been received to date.